Manufacturer narrative:
Beckman coulter field service engineer (fse) made multiple service visits to the customer site to evaluate the au5800 chemistry analyzer. On (B)(6) 2024 and replaced electrodes, both ion-selective electrolyte (ise) buffer syringes and probe. On (B)(6) 2024, the fse replaced the ise valves, deionized water pump, gear pump and gear pump printed circuit board (pcb). On (B)(6) 2024, the fse replaced the ise sample transfer assembly and ref blocks. On (B)(6) 2024, the fse replaced the sample probe, solenoid valves and buffer valves. On (B)(6) 2024, the fse replaced the reference valve, mix motor cell 1 and 2, heat exchanger on cell 1 and 2. The fse ran calibration and quality control with passing results. System performance was verified and no further issues were reported. The failure mode is multiple hardware. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneous low sodium (na) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.